Event description:
It was reported that during an cholecystectomy procedure, the device would not fire. Clip did not come out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received for analysis and was noted to have the trigger partially opened and the jaws partially closed. The trigger was manually returned to the opened position and the jaws were noted to have a pear-shape clip stuck. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While no conclusion could be reached as to what may have caused the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.